Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient was seen by the gynecology department on (B)(6) 2020. Patient reported pelvic pain and brown vaginal discharge. Urine was obtained and came back positive for klebsiella pneumonia. Patient was started on bactrim on (B)(6) 2020. Patient was discharged, however reported to the emergency department on (B)(6) 2020 with complaints of nausea that may be due to the bactrim. Urine was obtained in the emergency department and was negative for infection so the bactrim was stopped. No further information was provided.